Event description:
It was reported that, on an unknown date, the device broke. It was reported that this event did not contribute to a death or serious injury. It was later reported that the device fell apart during a procedure. None of the components contacted the patient. There was a delay of approximately one minute while another device was obtained. It was confirmed that there was no patient impact. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code lxh. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.